Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, proximal right coronary artery that is mildly calcified and 90% stenosed. Predilatation was performed prior to stenting. After deployment of a 3.0x33 mm xience prime stent in the lesion, a dissection was observed at the proximal end of the stent implant. Two additional 3.0x18 mm and 2.75x28 xience v stents were implanted to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided..

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.